Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A g7 u-joint mod scrdrvr 3.5mm, part # 010002748 from lot z19g1616, was returned and evaluated against the complaint. Visual inspection found the hex feature to have fractured from the distal end of the driver. The fractured portion was not returned. Nicks, scratches and scuffs are present on the shaft and proximal end of the instrument. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument was found to be broken during sterilization. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.